Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist was informed that the alpha-fetoprotein (afp) assay and quality control (qc) results were out of range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service call, adjustment of the sample probe cuvette bottom position. The customer was instructed to re-calibrate the assay(s) and re-evaluate performance. The customer monitored the instrument performance, and the issue recurred. The cse identified that afp level 1 and 2 qc are out high and performed additional services. The sample probe to cuvette alignment was checked and adjusted. Proactively replaced the 3-way valves (v66/67/77/78) and the aspirate probe pinch valves. The daily cleaning procedure (dcp) was performed and noticed that bleach was not present at all probes via dispense test. The issue was resolved, and the assay(s) recalibrated successfully. A patient comparison test performed with acceptable results. A siemens headquarters support (hsc) specialist reviewed the instrument data and concluded that the service performed contributed to the resolution. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
Discordant falsely elevated alpha-fetoprotein (afp) results were obtained on six patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The customer used the same patient samples and instrument to perform repeat testing. The repeated results were lower, and corrected reports were issued. There are no reports of patient intervention or adverse health consequence due to the discordant falsely elevated afp results.